Event description:
During routine preventative maintenance at zoll medical's technical service department the device displayed a "pacer fault 115" message. There was no patient involvement in the reported malfunction.